Manufacturer narrative:
Initial.

Event description:
It was reported that the user scanned a freestyle libre 3 plus sensor using the libre app and then could not connect it to the ilet, as the sensor was already in use by another device; support advised that sensors must be started and paired through the ilet app and instructed the user to start a new sensor within the ilet app. No adverse clinical symptoms reported. Outcomes included user education and successful troubleshooting without medical intervention. User support included technical support review and user guidance on correct pairing workflow. Investigation of this case revealed that the sensor was paired to a non-ilet application, preventing ilet pairing, consistent with expected device behavior for sensors already claimed by another device. It was concluded, based on previously established findings for similar reports, that the cause was use error due to pairing the sensor through the wrong application.